Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch and to provide additional information based on the legal manufacturer's final investigation. Corrected fields: e1 (telephone). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause of the foreign material remained in the device could not be determined since the foreign material was not identified. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - inspection method is described in the operation manual chapter 3 preparation and inspection in the gif/cf/pcf-290 series. - prevention method is described in the reprocessing manual in chapter 5 reprocessing the endoscope for gif/cf/pcf-290 series. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had reduced angulation abilities. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the nozzle had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation. In addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on bending section cover rubber had a chip and a crack, the adhesive on the bending section cover rubber had white-clouded area, the universal cord had a scratch and a wrinkle, switch 1 had a scratch, the paint on the air/water cylinder was peeled, the paint on the suction cylinder was peeled, the adhesives around the objective lens had a white-clouded area, the adhesive around the light guide lens was peeled, the plastic distal end cover had a dent, and the connecting tube had a scratch. The customer cleaned, disinfected, and sterilized the device, flushed the air/water nozzle with air/water and detergent solution, wiped/brushed the air/water nozzle with a lint-free cloth, brush, or sponge with no delays or abnormalities observed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.